Event description:
It was reported that the patient presented to the emergency room due to vibratory alerts. Interrogation showed the right ventricular (rv) lead was over-sensing noise leading to inappropriate shocks. The rv lead additionally had low defibrillation impedance. No changes were made. The patient was stable throughout.